Event description:
The pt was implanted with a left ventricular assist device. The cardiologist reported that the pt experienced power spikes. The log file showed 7 transient power level increases that appeared to be associated with pi events. The cardiologist reported that the pt was stable, but then complained of headache and feeling tired for two days. His labs were normal, but then came back two days later with acute decompensated heart failure and subdural hematoma.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.